Manufacturer narrative:
The reported issue was confirmed by the hospital biomedical engineer. Review of the device diagnostic history by the manufacturer's field service engineer (fse) indicated vent inop occurrences and multiple error codes in the device history log suggesting that a spi bus failure occurred. The spi bus is an internal communication link between the cpu and the gas delivery system. This communication link is what is used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition. The fse replaced the data acquisition pcb to motor controller pcb cable kit to address the finding.the determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the adverse event].

Event description:
The customer reported that during patient transport from the emergency department to the intensive care unit (ICU )the machine alarmed and a vent inop message appeared on the touch screen. The respiratory therapist immediately switched the patient to a non-rebreather and continued with transport. Once in the ICU the patient was put onto another ventilator. The patients vital signs remained stable and the patient was not in distress. There was no patient harm.